Event description:
It was reported that a pt allegedly became lodged between the siderial and the mattress of the hosp bed. According to the reporting dr., the pt surffered from huntington's disease, a severe neurological disorder that causes continuous, uncontrollable movements. The pt's condition, according to the dr., was particularly advanced and their movements were extremely violent. In addition, the dr. Reported that the issue was on the pt right head end siderail about 1/3 of the way up the siderail from the gap between the two rails. Reportedly, there was padding placed over the rails, not intended to be a restraining device but to protect the pt from potential injury due to their violent, uncontrollable movements. No injury was reported as a result of this incident.